Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood on the exterior of the catheter. A kink was found on the catheter approximately 76.2cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site phone: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the console generated an autofill failure alarm. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.